Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump experienced a" failure of the semi-automated insulin delivery system". Details were not provided on the type of failure customer experienced and could not be confirmed. Consequently, the customer experienced a low blood glucose with diabetic ketoacidosis (dka) of 4.8 mmol that led to vomiting. Bg value was not provided. Customer treated their bg by resugaring. Reportedly, the customer went to the emergency room for treatment. Customer's bg was 480 mg/dl upon arrival to the hospital. No additional details on the type of treatment that the customer received, or patients' current condition were provided.